Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on the left lead. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the left lead was replaced to address the issue.

Manufacturer narrative:
The reported complaint of high impedance was confirmed. The received lead was found with all its wires broken which would cause high impedances. The cause of the event remains unknown.